Manufacturer narrative:
Medtronic investigation of returned hv tank was unable to confirm the reported event. Passed hv tank bench testing and visual inspection. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic field service engineer visited the site and tested the system. He was able to reproduce burning smell and found several burnt wires on/around inverter and hv tank assembly. Replaced hv inverter assembly and hv tank assembly. Performed tank calibration according to MFR specification. System passed all testing after repairs. Issue resolved.

Event description:
A medtronic representative reported that during the confirmation spin for a tlif, there was a loud pop and smoke smell coming from the gantry. The spin was successfully completed and transferred to stealth, so there was no delay or impact to the patient.

Manufacturer narrative:
Investigation of returned suspect hv inverter assembly confirmed the reported problem. Visual inspection confirms 40uf cap experienced electrical overstress and damaged the ground wires. The charge/discharge board has electrical overstress. The reported issue was confirmed to be caused by electrical overstress.